Event description:
It was reported that the implantable cardiac monitor was undersensing and recording asystolic episodes incorrectly. The physician programmed the maximum sensitivity and undersensing persisted. The device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.